Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release, heart block, and lead flex cover are contaminated. Upper and lower cases are damaged. Side bail covers, ring cover, and battery drawer are broken. One bail and the ring are bent.

Event description:
The external pulse generator was returned to the manufacturer for repair due to a damaged case, analyzed and tested out of specification. No patient involvement or complications were reported.